Manufacturer narrative:
(B)(6). Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for breakage due to centrifugation with the incident lot was not observed. The photo confirmed the item was broken, but it is unclear if the damage was due to centrifugation. A review of the manufacturing records was completed for the incident lot #6011688 and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. It has been mentioned that this particular customer stored tubes at 4-10 degrees celsius prior to centrifugation. It should be noted that the tubes can become brittle at lower temperatures and should be allowed to come to room temperature prior to centrifugation.

Event description:
It was reported that 16 x 100 mm x 8.5 ml bd vacutainer® sst ii plus plastic serum tube broke after removing it from the centrifuge. No injury or medical intervention.